Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the patient report the device was explanted due to a post-operative migration of the electrode out of cochlea. Further the recipient suffered from an infection, which was not described in detail. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. In addition in situ measurements reportedly showed fluctuating impedances likely due to physiological changes inside the cochlea caused by the infection. However despite requested no further information has been received. This is a final report.

Event description:
In (B)(6) 2022, the user visited the clinic due to a severe fever and ear infection with discharge from the ear. A deterioration in hearing was also reported. The user was explanted due to the infection and the non functioning device. Due to the active infection the user was not re-implanted and the electrode was left in the cochlea.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the device had been explanted. In (B)(6) 2022, the user visited the clinic due to a severe fever and ear infection, which caused a deterioration in hearing. Also, the audio processor was damaged. The clinic replaced the audio processor and conducted an implant check, which revealed affected channels. The user was explanted due to the infection and the non functioning device. Due to the active infection the user was not re-implanted and the electrode was left in the cochlea.